Event description:
Sorin group italia received a report that the tip of a pureflex arterial cannula was too rigid and punctured the cannulation site, causing hematoma and aortic dissection to the patient.

Manufacturer narrative:
A.1.- a.5. Patient information was not provided. H11: sorin group italia manufactures the pureflex arterial cannula. The event occurred in france. From follow up communications, livanova learnt that the event onset during cannulation but was worsened upon cannula removal and in the minutes that followed. In addition, customer confirmed to be not familiar with this cannula model. Reportedly, patient is in the ICU, has undergone reoperation for aortic dissection, and is currently experiencing neurological and renal failure. Device is not available for analysis. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.